Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise on the right atrial (ra) lead which resulted in inappropriate automated mode switch episodes. No intervention has been taken at this time and the patient was stable with no consequences.